Manufacturer narrative:
Report claims when the end-user depressed the switch control to stop the smartdrive device, the unit continued to drive which forced the dealer to pull the connection plug of the switch control from the device in order to stop the motor. Permobil has requested the smartdrive and switch controls be returned to permobil for evaluation. At this time permobil has yet to receive the suspect components, therefore a cause cannot be established at this time. If any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports after having engaged the drive motor on the smartdrive via the switch controls, when pressing the button to stop, the device reportedly continued to drive requiring the controller to be disconnected from the device in order to stop. No injuries occurred as a result of this event.